Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive and the time/date were incorrect. Customer declined to troubleshoot with tandem technical support. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 303 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified; however, the time setting issue could not be verified.